Event description:
The co was notified of a fractured ten hole 12 inch femoral plate that was removed post fall at home necessitating return to surgery to remove broken plate and repair of refractured femur. Device did not fracture during any hospitalization.